Event description:
Additional information. The reporter stated there were x-rays that showed the lead was "compromised, broke/loose." The patient had an appointment (B)(6) 2012 with her doctor to discuss treatment options.

Event description:
It was reported the patient had no stimulation sensation and a loss of therapeutic effect after being hit by a forklift about a year ago. The patient was attempting to contact her health care professional for a revision/replacement in order to regain stimulation but had been unsuccessful at the time of this report. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3487a-45 lot #v270851 implanted: (B)(6) 2009, lead model 3487a-45 lot #v326186 implanted: (B)(6) 2009, lead model 3777-60 (B)(4) implanted: (B)(6) 2009, extension model 3708220 (B)(4) implanted: (B)(6) 2009, programmer model 37743 (B)(4).